Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to pain and had increased cobalt chromium blood levels. The surgeon was unable to remove the modular neck so the entire stem was removed. When the liner was removed the surgeon felt there was too much fretting to leave implanted.